Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. Insert battery alarm did not display on insulin pump screen. The customer was advised to ensure that the battery is securely fastened and battery slot is aligned horizontally with pump. Customer states display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: blank display after a bolus. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to upload using thump software due to blank display. Proceed it by cutting unit open and perform visual inspection. Battery tube connector plugged in properly to j7/pcb 1 and no moisture damage on the electronics, 40 pin flexible printed circuit/lcd and battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. During visual inspection a crack was found on the u6 chip on pcb2 causing a blank display. No physical damage noted during visual inspection. In conclusion customer concern was confirm, blank display was noted due to cracked u6 chip on pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.